Event description:
Arthritis of right knee [arthritis]. Arthritis of left knee [arthritis]. Heavy dullness (unspecified) [unevaluable event]. Pain [pain]. Swelling [swelling]. Uncomfortable feeling in right knee [musculoskeletal discomfort]. Pain in left knee [arthralgia]. Swelling in left knee [joint swelling]. Knee effusion (both knees) [joint effusion]. Case description: spontaneous report was received on (B)(6), 2012 from a physician regarding a (B)(6) female patient, initials unknown with gonarthrosis. The patient's medical history was significant for previous treatment with synvisc at a dose of 2 ml per week into the left knee (first course in (B)(6)-2012) with no problem. On (B)(6), 2012, the patient initiated treatment with synvisc (hylan g-f 20), at a dose of 2 ml per week into the right knee. The lot number of synvisc was not provided. On (B)(6), 2012, the patient received second injection on synvisc into the right knee. On (B)(6), 2012, the patient experienced uncomfortable feeling in the right knee and the following day on (B)(6), 2012, the patient felt heavy dullness. On (B)(6) 2012, the patient experienced pain and swelling. On (B)(6), 2012, the patient had arthrocentesis of right knee and 50 cc of fluid was aspirated and its culture test was negative. The same day, the patient developed arthritis of right knee. On (B)(6), 2012, the patient had arthrocentesis of right knee and 50 cc of yellow-brown, slightly unclear fluid was aspirated and the patient developed arthritis of left knee. The same day, the patient developed pain and swelling in left knee, also had arthrocentesis of left knee and unknown amount of yellow-brown unclear fluid was aspirated. On (B)(6), 2012, the patient had arthrocentesis of both knees and 25cc of fluid was aspirated from the right knee, however amount of fluid aspirated from left was unknown. On (B)(6), 2012, the patient again had arthrocentesis of right knee and 25 cc of fluid was aspirated. The action taken with synvisc treatment was not provided. The outcome for the events of arthritis of right knee, heavy dullness (unspecified), knee effusion (both knees), pain in left knee and swelling in left knee was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the events of arthritis of right knee and arthritis of left knee as definite. The reporting physician did not provide the relationship between synvisc and the events of pain, swelling, uncomfortable feeling in right knee, heavy dullness (unspecified), knee effusion (both knees), pain in left knee and swelling in left knee.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4), 2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.